Event description:
The lay reporter contacted lifescan (B)(4) on (B)(6) 2011 alleging inaccurate readings on her daughter's one touch verio pro meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the mother denied that her daughter developed any symptoms or any symptoms of "" on (B)(6) 2011. The daughter tested her blood glucose on her verio pro meter and obtained a 1.1 mmol/l (19 mg/dl) and then tested on another verio pro meter and obtained a 5.8 mmol/l (104 mg/dl). Mother said that the her daughter felt that her glucose was around 4mmol/l and did not exhibit any symptoms. The patient did not take any diabetes medication due to the alleged readings. Mother contacted the hospital due to the discrepancy of both meter readings and the hospital provided lifescan's phone number. On an unspecified date and time the patient went to the hospital and tested her blood glucose in the lab and the result was 5.2 mmol/l ( 93 mg/dl) and the patient's second verio pro meter displayed slightly higher than the lab result. Exact result was not provided by the mother. The patient did not receive any medical treatment. Per mother her daughter had mentioned that on (B)(6) 2011 she had felt that her readings were around 4 mmol/l ( 2 mg/dl) and felt that her second verio pro meter may have been displaying the more accurate result. A normal reading for the patient is around 5-6 mmol/l. The test strips that the patient had been using were correct and were in good condition . The subject test strips were not expired. The patient had ran out of the subject test strips; therefore, the subject test strips cannot be returned back to lfs for investigation. The product was replaced and requested back for investigation. The complaint is being reported since the verio meter should not be reading a result of 1.1 mmol/l.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.